Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed pre-fill reservoir testing and found no leakage anomaly during filling.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of leaks on the reservoir. The customer's blood glucose reading was unknown. The customer mentioned having trouble with reservoir leaking and she has gone through a lot. The customer was not able to troubleshoot because she was at school. The reservoir will be returned for analysis.